Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited brady pacing at a lower rate than expected. Technical services (ts) reviewed the event and identified oversensing of right atrial signals on the left ventricular (lv) lead channel, resulting in a reduction of pacing. Additionally, pacemaker mediated tachycardia (pmt) episodes were noted in the electrogram (egm). Ts provided reprogramming recommendations. No adverse patient effects were reported. This crt-d remains in service.